Event description:
Patient called in spontaneously to report that her cadd legacy pump sn (B)(4) (5/7/2019) continuously beeps high pressure alarm. Patient confirmed technique is correct and tubing is not kinked/clamped. Patient has been using other pump with no interruptions in therapy. Pharmacy will be replacing pump. Is the actual device is available to be returned for investigation? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient/caregiver. Strength: 2.5 mg/ml. Dose or amount: 62ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2008 to current. Diagnosis or reason for use: pah.